Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization, an EU ent4.5mmd 37mml wno dstl tp intracranial stent (enc453700, 9208255) became impeded in distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31471106) and could not pass through the microcatheter (mc). The doctor tried to retract the stent, the stent was found detached from the delivery wire in the microcatheter. The doctor removed the microcatheter and stent from the patient and switched to new devices to complete the surgery. The surgery was prolonged about 10 minutes. There was no patient injury reported. Additional event information received on 04-mar-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. The procedure was delayed by 10 minutes, the delay was not clinically significant.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, during an endovascular embolization, an EU ent4.5mmd 37mml wno dstl tp intracranial stent (enc453700, 9208255) became impeded in distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31471106) and could not pass through the microcatheter (mc). The doctor tried to retract the stent, the stent was found detached from the delivery wire in the microcatheter. The doctor removed the microcatheter and stent from the patient and switched to new devices to complete the surgery. The surgery was prolonged about 10 minutes. There was no patient injury reported. Additional event information received on 04-mar 2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. The procedure was delayed by 10 minutes, the delay was not clinically significant. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and two compressed conditions were found at 18.5 cm and 18.7 cm from the distal end. Additionally, one kinked condition was found at 45cm from the distal end. The concomitant stent was found partially deployed at the distal end of the microcatheter. The presence of hydrophilic coating was confirmed. The catheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The concomitant stent was retrieved, and then, the microcatheter was flushed with a lab-sample syringe and a lab-sample guidewire was attempted to be advanced through the entire length of the microcatheter; however, the kinked condition prevented the guidewire to reach further. A manufacturing record evaluation was performed for the finished device 31471106 number, and no non-conformances related to the malfunction were identified. The issue reported regarding the microcatheter being obstructed was confirmed due to the findings mentioned above. Is suggested that the compressed and kinked conditions are the result of the rhv overtightening. According to the risk documentation, inability to deliver therapeutic device to desired location can result from microcatheter damage during microcatheter insertion into the rhv or guiding/intermediate catheter o sheath. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.